Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the user was unable to complete the reprocess and the device was returned to olympus, causing a foreign object to become stuck in the forceps plug mouthpiece and the suction cylinder. The detection method is described in the instruction manual tjf type 145 operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual tjf type 145 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the channel tube the tube cleaning brush could not be inserted, the adhesive on the bending section cover rubber had a crack, the adhesives around the objective lens had white-clouded area, the adhesives around light guide lens had white-clouded area, the air/water cylinder had no color, the suction cylinder had no color, the universal cord had a scratch, the grip had a scratch, and the switch box had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera duodenovideoscope channel was obstructed. The issue was observed at the end of a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was completed with the same device. The device was inspected at the start of the procedure and no problems or anomalies were observed. Reprocessing could not be completed due to the impossibility of brushing the canals. No reports of harm or infection to patient or operator were associated with this event. The device was returned to olympus for a device evaluation and found foreign objects come out of distal end and foreign material come out of the suction cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.